Manufacturer narrative:
The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse advised the customer that the touchscreen will need to be replaced. The device was out of warranty, so the customer declined the repair. The customer repaired the device themselves to bring it back to working condition and put back into service. No further information was given by the customer.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the user cannot change the setting while the device was in clinical use. The touchscreen issue was occurring 2-3 times. It was reported that there was no actual harm to the patient as a result of the reported problem. Information was received through a customer feedback management form that the customer need philips to provide investigation summary, they have already reported this case to nmpa, the report number is (B)(4). The customer has not provided information regarding actions to resolve the touchscreen malfunction. Further information will be requested.